Manufacturer narrative:
Visual inspection revealed the unisg gold screw returned fractured. The square drive feature is undamaged and appears to be in functional condition. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported a screw fractured. The implant remains placed.